Manufacturer narrative:
Some additional information was provided by the healthcare professional after three attempts. Information received was added to the following sections: a2. A3a. B3. B5. B7. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a patient experienced a device malfunction involving a dental appliance. Oral hygiene was reported as excellent. The appliance was delivered on 9/17/25. On (B)(6) 2026, the patient presented the issue. The healthcare professional reported that the appliance arm broke. Per the report, the patient did not experience any symptoms or permanent injury. The patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were required. The appliance was replaced with a similar product. It was reported that the patient followed the cleaning and storage directions.

Manufacturer narrative:
Additional patient and event information has been requested from the customer.the device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the arm snapped and broke from a silent nite 3d device.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the connector to break. Manufacturer internal reference number: (B)(4).